Manufacturer narrative:
The dc jack connector of right ang ext cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector completely broken off from the pvc overmold. Broken internal wires were visible from this damaged area of right ang ext cable. The broken off dc jack connector portion of right ang ext cable was not returned. Another type of power cord was returned instead of the ac power cord with ferrite ¿ us/canada that is affiliated with the product. The power cord and en60601-1 50w 12v power supply were observed to be returned undamaged. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. Unit was returned with software version i3.2020.0312-r8964 installed. Warning # 5 (time of day clock off) was displayed on unit¿s handheld assembly during a subsequent bootup. Examination of real time clock with terminal application commands resulted in it displaying a failure. A review of the file app-hfhome.xml in directory /usr/local/gpe-cardiomems/data/etc/ with unit¿s text editor application revealed the ¿<time-fail> line as: ¿<time-fail> false </time-fail>¿ the ¿false¿ value in the line signified that the warning # 5 (time of day clock off) was not a ¿latched¿ past failure. No attempt could be made to power on the unit using the right ang ext cable it was originally assembled with. This was because of the extent of damage to right ang ext cable rendered it useless. Unit powered on successfully with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Sparks were never encountered when the unit was powered on. Unit generated distorted and muffled audio when either the touchscreen or keypad input method with the handheld assembly used to initiate the process of taking a reading, also known as signal acquisition. Unit generated audio with no distortion or discrepancies when the extra returned i3 speaker assembly was substituted for the one initially used. Unit passed audio output test step of an initial diagnostic test with the first i3 speaker assembly used despite the audio generated being distorted. This was because the audio output test step of diagnostic test only checks if audio output was detected and not the quality of the audio. Unit passed audio output test step of a subsequent diagnostic test with the extra i3 speaker assembly without any audio distortion. The date and time on the handheld¿s system info screen was observed to be off by approximately 4 years 6 months 9 days and 12 hours 4 minutes respectively. Unit failed time check test step of multiple diagnostic tests because of its time being out of tolerance with that of the server. Warning # 5 (time of day clock off) can be associated with failure of the -30c to +80c 190 mah 3v coin cell battery. Due to this, a multimeter was used to check the voltage of the coin cell battery and measured 2.994 volts. This voltage measurement was in tolerance range per investigation guidance. Complaint of ¿customer reported pes sparked at the connector plug on back of pes¿ was not replicated but determined to be confirmed. Complaint confirmation based on the extensive damage stated in visual evaluation. Root cause of unit producing sparks during attempted use in the field concluded to be due to damage to right ang ext cable. Two additional issues not stated in the complaint event description were encountered involving the unit¿s audio and the display of warning # 5 (time of day clock off) on the handheld assembly. Root cause of abnormal unit¿s audio output concluded to be due to a malfunction with one of two the i3 speaker assemblies returned with it. Root cause of warning # 5 (time of day clock off) being displayed on the unit¿s handheld assembly determined to be because of a malfunction involving the rtc circuitry on unit¿s i3 stuffed pcb. This is based on the coin cell battery being found to be good from voltage check and real time clock failure in the terminal. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.